Event description:
During the eval of a returned spectrum infusion pump, 388 occurrences of "downstream occlusion" alarms were identified in the event history log. Any pt injury or medical intervention is unk since these items were found during eval of the device. No add'l info is available.

Manufacturer narrative:
MFR ref no.: (B)(4). The device was returned and evaluated by baxter. This complaint was opened during the investigation of complaint (B)(4). The identified "downstream occlusion" alarms were confirmed through the event history log review. The cause was undetermined. If any add'l info is rec'd, a f/u will be sent. The downstream tubing guide, force sensor gasket, and force sensor pusher were replaced.